Event description:
It was reported that upon interrogation the battery voltage was 2.0 v, but that review of device data showed battery voltage of 2.79 v. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon interrogation the battery voltage was 2.0 v, but that review of device data showed battery voltage of 2.79 v. It was further reported that the telemetered voltage was 2.64 v, but review of device data showed voltage of 2.74 to 2.81 v. It was further reported that there was low battery measurements in the past. It was further reported that there was a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2v and the daily measurement was 2.78v.

Event description:
It was reported that upon interrogation the battery voltage was 2.0 v, but that review of device data showed battery voltage of 2.79 v. It was further reported that the telemetered voltage was 2.64 v, but review of device data showed voltage of 2.74 to 2.81 v. It was further reported that there was low battery measurements in the past. It was further reported that there was a power on reset. It was further reported that the device reached elective replacement indicators (eri) quickly. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2v and the daily measurement was 2.78v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 2v and the daily measurement was 2.78v.

Event description:
It was reported that upon interrogation the battery voltage was 2.0 v, but that review of device data showed battery voltage of 2.79 v. It was further reported that the telemetered voltage was 2.64 v, but review of device data showed voltage of 2.74 to 2.81 v. It was further reported that there was low battery measurements in the past. It was further reported that there was a power on reset. It was further reported that the device reached elective replacement indicators (eri) quickly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): performance data was collected from the device and has been analyzed. On (B)(4) 2010, the battery voltage with telemetry was 2v and the daily measurement was 2.78v. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. (B)(4).